Event description:
On (B)(6) 2012, programming history was received for the vns patient. On (B)(6) 2012, high impedance was observed during a system diagnostics test. The generator was disabled that date. The generator was reported to have been explanted on (B)(6) 2012, after the patient's death. The high impedance was observed on (B)(6) 2012, according to the programming history, which is after the device was explanted. The explanted generator and lead were returned for product analysis on (B)(6) 2012. Product analysis is still underway and has not yet been completed.

Manufacturer narrative:
.

Event description:
Additional information was received on (B)(6) 2012 when product analysis was completed on the explanted lead. The majority of the lead assembly (body) including the electrodes was not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, with no discontinuities identified. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portion of the device. Product analysis on the generator was completed on (B)(6) 2012. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
On (B)(6) 2012, a nurse reported that the vns patient has passed away on (B)(6) 2012 and it is believed to be due to sudep. The patient was last seen on (B)(6) 2012 and no changes were made to the patient's settings and the patient was doing really well and had not had a tonic/clonic seizure in years. The death was determined to be probable sudep. The nurse later provided further information and stated that they don't believe vns had anything to do with the patient's death. The patient had no concurrent illnesses or diseases other than epilepsy. The patient had seizure reduction with vns and the patient was still receiving vns therapy at the time of death. The patient's settings were noted to be output=1.75ma/frequency=30hz/pulse width=500usec. The generator was explanted after death and attempts for the return of the product for product analysis are underway; however the device has not yet been received by the manufacturer. The believed cause of death was again stated to be sudep. An autopsy was performed and a copy of the death certificate was not provided by the nurse. The patient's death was not witnessed, the patient was found passed away in her home by caregivers. The patient was (B)(6) when at epilepsy onset and had a history of nocturnal seizures, but no history of febrile seizures. The average seizures for the patient were 3-4 complex partial seizures a month and 1 atonic seizure a month. The patient has never undergone resective epilepsy surgery. The patient does not have a history of cardiac and respiratory problems. The patient has taken levetiracetram, carbamazepine, valproate/valproic acid, topiramate, lamotrigine, rufinamide medications in the past and was taking lamotrigine, levetiracetam, and rufinamide at the time of death. The patient was noted to be compliant with aeds and the last known drug levels are not available.